Event description:
A total of 6 implants were used on this patient of which the first 2 did not deploy correctly. Both implants once the first fastfix 360 implant was deployed in the meniscus the second implant had come loose from the shaft and was floating in the joint along with the suture. This happened with the second implant as well. T2 were removed with a hand held instrument a narrowline punch. T1 was left in the joint.

Manufacturer narrative:
(B)(4).